Event description:
It was reported that paceart experienced an error code which the clinician was unable to close, and caused paceart to lock-up "intermittently." The application was restarted. No patient complications were reported as a result of this event.

Event description:
It was reported that paceart experienced an error code which the clinician was unable to close, and caused paceart to lock-up "intermittently." The application was restarted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.